Event description:
Caller reported a malfunction on the pump, which was unable to shut down or reset, prompting a review by cts and leading to the suggestion of a pump replacement. There was no adverse impact to the customer¿s blood glucose level. Cts assisted the caller with resetting the pump and confirmed that a replacement pump equipped with updated software would be sent, along with training available through the tandem source account. The caller was informed to return the faulty pump to tandem using a pre-paid label, and no signature was required for delivery of the replacement pump.